Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that excessive force was applied during attempted imaging catheter removal, and that the guidewire and imaging catheter were removed independently. The opstar instruction for use (IFU) instruct that the ¿leave the guidewire engaged with the dragonfly opstar imaging catheter at all times during use. Do not retract or advance the guide wire prior to withdrawing the dragonfly opstar imaging catheter¿. It also instructs the user that "if resistance is encountered during withdrawal of the dragonfly opstar imaging catheter: stop manipulation and evaluate under fluoroscopy...if the cause of resistance cannot be determined or mitigated, carefully remove the dragonfly opstar imaging catheter and guidewire as a unit from the patient". In this case, it was determined that the excessive force applied during attempted withdrawal directly caused the reported and confirmed catheter damage. Additionally, the decision to remove the guidewire independently from the imaging catheter is advised against in the device IFU and may result in additional harm or damage. Based on the information received, the investigation determined that the reported difficulty to remove the catheter, which resulted in a kink appears to be related to user error. It was reported that excessive force was applied during attempted imaging catheter removal, and that the guidewire(s) and imaging catheter were removed independently. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It reported that the dragonfly opstar imaging catheter was intended to be used in the distal right coronary artery (rca) lesion with 90% stenosis. After delivering the imaging catheter and completing the pullback, the wire crossed into the side branch and the wire crossing the main vessel became entangled and could not be withdrawn. After several attempts, the forceful pulling caused the catheter to become kinked. Therefore, the imaging catheter and two wires were removed from the patient independently, and the procedure was completed with intervascular ultrasound (ivus). There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.